Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture and capsular contracture was received on april 29,2025, with lot number 3473244. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken and one opening assessed as surgical damage as per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
In addition, healthcare professional reported left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.